Event description:
This is a spontaneous case report received from a female consumer of unspecified age in united states on 19-may-2015 via news media. It refers to herself, who had essure (fallopian tube occlusion insert) inserted on unspecified date for permanent birth control. The consumer reported that soon after essure insertion she experienced an intense stabbing pain and this pain never went away. She had extensive tests done to address joint swelling, stomach issues and migraines; but her doctors told her nothing was wrong. The consumer stated she feels she is slowly dying every day. Follow-up received on 19-may-2015: no new clinical information was received. Ptc investigation result was received on 27-may-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information received on 05-jun-2015 via news media: consumer reported that since her essure procedure in 2009 she experienced intense stabbing pains almost daily. Coupled with joint pain, migraines and stomach issues. Follow-up information received on 12-aug-2015: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (FDA-2014-n-0736-0024). In 2009, essure was inserted. At 3 months visit to confirm everything was where it was supposed to be, consumer was experiencing left abdomen pain ever since the surgery. She was still in pain - only it was worse. All of her teeth have broken and decayed despite all her hard effort to prevent it. Her hair has fallen out. She lacks energy. She can't run around with her kids due to the increase of pain. Her joints all over her body flare up for what seems to be no reason and overnight and only go away with heavy steroids and pain medication. Follow-up received on 14-aug-2015: this case has been identified during monitoring of postings in FDA hosted docket website, which has been established in preparation of a public on an FDA advisory committee meeting taking place in september 2015 (case# FDA-2015-n-2781-0577). The number mw5042152 was also provided. Consumer reported that essure is unsafe and has caused her and thousands of other women many health issues, pregnancies causing death to unborn and their mothers. She also states that her life hasn't been the same sense (B)(6) 2009 when she got the essure implant. Follow up 23-oct-2015: follow up information received from the consumer via social media. Consumer reported after essure she had pain which get to her knees while walking and would be there just crying and these small coils were doing her body more harm. She has lost her life, had extensive test done but nothing was said by physicians. Follow up 03-may-2016: legal claim was received. Plaintiff was implanted in (B)(6) 2008. As a result of essure, plaintiff suffered from severe pelvic pain and extreme menstrual changes. Now, plaintiff has to have a hysterectomy as a result of essure. Follow-up received on 18-may-2016. Quality-safety evaluation of ptc: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who experienced stabbing pain after essure (fallopian tube occlusion insert) placement. Upon receipt of legal claim, this case became legal. This event, regarded as pelvic pain, was considered serious due to medical importance and is listed according to essure's reference safety information. Abdominal and pelvic pain may occur with essure therapy. In this particular case consumer stated the event started soon after essure insertion. Given this positive temporal relationship and in the lack of an alternative explanation, a causal relation with the suspect device cannot be excluded. Additionally, non-serious events were reported. According to additional information received through legal claim, an intervention will be required, hence, this case is now classified as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through litigation process.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: (B)(4)) on 19-may-2015. The most recent information was received on 30-oct-2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforation (left tube/left ovary)"), ovarian perforation ("essure perforation (left tube/left ovary)"), uterine perforation ("weakly perforated endometrium"), genital haemorrhage ("heavy bleeding/blood clots"), limb operation ("hand surgery") and asthma ("asthma") in a 27-year-old female patient who had essure (batch no. 58565) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 6 (date of birth:(B)(6)-1999, (B)(6) 2001, (B)(6) 2003, (B)(6) 2004, (B)(6) 2007, (B)(6) 2009), preterm labor, pre-eclampsia, left lower quadrant pain, ovarian cyst, neck pain, low back pain, paresthesia, ear infection, shortness of breath, rash and myringoplasty in 2008. She denied use of alcohol. Concurrent conditions included carpal tunnel syndrome, fatigue, sinusitis, pain in elbow, nonsmoker, penicillin allergy, drug allergy, hives, patellar tendinitis, synovectomy and adenomyosis. Concomitant products included salbutamol (albuterol) for asthma, medroxyprogesterone (depo provera) for contraception as well as prednisone since 2012. On (B)(6) 2009, the patient had essure inserted.in 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menstrual disorder ("extreme menstrual changes / abnormal cycles"). In 2012, the patient experienced dyspepsia ("digestive issues"), fatigue ("fatigue") and gastric disorder ("stomach issues nos"). In 2013, the patient experienced depression ("depression") with pain. In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), limb operation (seriousness criterion medically significant) with pain in extremity, asthma (seriousness criterion hospitalization), hair disorder ("hair issues"), tooth disorder ("teeth issues"), migraine ("migraines"), allergy to metals ("allergic to nickel or any other component of essure/hypersensitivity reaction to nickel or any other component of essure"), joint swelling ("joint swelling"), tooth fracture ("all my teeth have broke"), dental caries ("all my teeth have decayed"), arthralgia ("joint pain/ joints all over my body flare up, had pain which get to har knees while walking"), alopecia ("hair has fallen out"), asthenia ("I lack energy"), abdominal mass ("abdominal lumps"), neuralgia ("nerve pain") and feeling abnormal ("brain fog"). The patient was treated with vitamin b12 nos, nsaid's and surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, ovarian perforation, genital haemorrhage, limb operation, dyspepsia, hair disorder, fatigue, depression, migraine, menstrual disorder, allergy to metals, joint swelling, gastric disorder, tooth fracture, dental caries, arthralgia and asthenia had not resolved, the uterine perforation, asthma, abdominal mass and neuralgia outcome was unknown, the tooth disorder had resolved and the alopecia was resolving. The reporter provided no causality assessment for arthralgia, gastric disorder, joint swelling and migraine with essure. The reporter considered abdominal mass, allergy to metals, alopecia, asthenia, asthma, dental caries, depression, dyspepsia, fallopian tube perforation, fatigue, feeling abnormal, genital haemorrhage, hair disorder, limb operation, menstrual disorder, neuralgia, ovarian perforation, tooth disorder, tooth fracture and uterine perforation to be related to essure. The reporter commented: she was not sought medical treatment for brain fog, depression migraines.she had not retained essure or any portion of it.she advised complications from your essure removal procedure. Discrepancy noted in essure implant date ((B)(6) 2009 and (B)(6) 2011). Diagnostic results: on essure confirmation test: 3-4 months after implant, ultrasound or MRI. 21-oct-2010: radiologic exam, spine, thoracic: unremarkable thoracic spine. In (B)(6) 2009, ultrasound was performed for essure confirmation on (B)(6) 2015 pathology test revealed, uterus with bilateral fallopian tubes , weakly perforated endometrium with focal superficial adenomyosis, unremarkable cervix, unremarkable right and left fallopian tubes. On (B)(6) 2009 hysterosalpingogram revealed, there is no evidence of contrast or filling proximal or distal to the microinserts. There is no evidence of contrast or filling of the fallopian tubes beyond the micro inserts. Both filaments are within 30 mm of the cornua. There is no evidence of free spill of contrast into the peritoneum concerning the injuries reported in this case, the following ones were described in patient¿s medical records: perforation of uterine. Further company follow-up with the consumer, regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 30-oct-2018: mr received. Reporters information updated.lot no. Updated.concomitant disease were added.events: uterine perforation were added.lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: (B)(4)) on 19-may-2015. The most recent information was received on 12-nov-2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforation (left tube/left ovary)"), ovarian perforation ("essure perforation (left tube/left ovary)"), uterine perforation ("weakly perforated endometrium"), genital haemorrhage ("heavy bleeding/blood clots"), limb operation ("hand surgery") and asthma ("asthma") in a 27-year-old female patient who had essure (batch no. 58565-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 6 (date of birth: (B)(6) 1999, (B)(6) 2001, (B)(6) 2003, (B)(6) 2004, (B)(6) 2007, (B)(6) 2009), preterm labor, pre-eclampsia, left lower quadrant pain, ovarian cyst, neck pain, low back pain, paresthesia, ear infection, shortness of breath, rash and myringoplasty in 2008. She denied use of alcohol. Concurrent conditions included carpal tunnel syndrome, fatigue, sinusitis, pain in elbow, nonsmoker, penicillin allergy, drug allergy, hives, patellar tendinitis, synovectomy and adenomyosis. Concomitant products included salbutamol (albuterol) for asthma, medroxyprogesterone (depo provera) for contraception as well as prednisone since 2012. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menstrual disorder ("extreme menstrual changes / abnormal cycles"). On (B)(6) 2009, the patient had essure inserted. In 2012, the patient experienced dyspepsia ("digestive issues"), fatigue ("fatigue") and gastric disorder ("stomach issues nos"). In 2013, the patient experienced depression ("depression") with pain. In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), limb operation (seriousness criterion medically significant) with pain in extremity, asthma (seriousness criterion hospitalization), hair disorder ("hair issues"), tooth disorder ("teeth issues"), migraine ("migraines"), allergy to metals ("allergic to nickel or any other component of essure/hypersensitivity reaction to nickel or any other component of essure"), joint swelling ("joint swelling"), tooth fracture ("all my teeth have broke"), dental caries ("all my teeth have decayed"), arthralgia ("joint pain/ joints all over my body flare up, had pain which get to har knees while walking"), alopecia ("hair has fallen out"), asthenia ("I lack energy"), abdominal mass ("abdominal lumps"), neuralgia ("nerve pain") and feeling abnormal ("brain fog"). The patient was treated with vitamin b12 nos, nsaid's, surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, ovarian perforation, genital haemorrhage, limb operation, dyspepsia, hair disorder, fatigue, depression, migraine, menstrual disorder, allergy to metals, joint swelling, gastric disorder, tooth fracture, dental caries, arthralgia and asthenia had not resolved, the uterine perforation, asthma, abdominal mass and neuralgia outcome was unknown, the tooth disorder had resolved and the alopecia was resolving. The reporter provided no causality assessment for arthralgia, gastric disorder, joint swelling and migraine with essure. The reporter considered abdominal mass, allergy to metals, alopecia, asthenia, asthma, dental caries, depression, dyspepsia, fallopian tube perforation, fatigue, feeling abnormal, genital haemorrhage, hair disorder, limb operation, menstrual disorder, neuralgia, ovarian perforation, tooth disorder, tooth fracture and uterine perforation to be related to essure. The reporter commented: she was not sought medical treatment for brain fog, depression migraines.she had not retained essure or any portion of it.she advised complications from your essure removal procedure. Discrepancy noted in essure implant date ((B)(6) 2009 and (B)(6) 2011). Diagnostic results: on essure confirmation test: 3-4 months after implant, ultrasound or MRI. (B)(6) 2010: radiologic exam, spine, thoracic: unremarkable thoracic spine. In (B)(6) 2009, ultrasound was performed for essure confirmation on (B)(6) 2015 pathology test revealed, uterus with bilateral fallopian tubes , weakly perforated endometrium with focal superficial adenomyosis, unremarkable cervix, unremarkable right and left fallopian tubes. On (B)(6) 2009 hysterosalpingogram revealed, there is no evidence of contrast or filling proximal or distal to the microinserts. There is no evidence of contrast or filling of the fallopian tubes beyond the micro inserts. Both filaments are within 30 mm of the cornua. There is no evidence of free spill of contrast into the peritoneum concerning the injuries reported in this case, the following ones were described in patient¿s medical records: perforation of uterine. Further company follow-up with the consumer, regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 12-nov-2018: update of information (batch is invalid). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority food and drug administration (reference number: (B)(4)) on 19-may-2015. The most recent information was received on 29-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforation (left tube/left ovary)"), ovarian perforation ("essure perforation (left tube/left ovary)"), genital haemorrhage ("heavy bleeding/blood clots"), limb operation ("hand surgery") and asthma ("asthma") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 6 (date of birth: (B)(6) 1999, (B)(6) 2001, (B)(6) 2003, (B)(6) 2004, (B)(6) 2007, (B)(6) 2009), preterm labor, pre-eclampsia, left lower quadrant pain, ovarian cyst, neck pain, low back pain, paresthesia, ear infection, shortness of breath, rash and myringoplasty in 2008. She denied use of alcohol. Concurrent conditions included carpal tunnel syndrome, fatigue, sinusitis, pain in elbow, nonsmoker, penicillin allergy, drug allergy, hives, patellar tendinitis and synovectomy. Concomitant products included salbutamol (albuterol) for asthma, medroxyprogesterone (depo provera) for contraception as well as prednisone in 2012. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, ovarian perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), limb operation (seriousness criterion medically significant) with pain in extremity, dyspepsia ("digestive issues"), hair disorder ("hair issues"), tooth disorder ("teeth issues"), fatigue ("fatigue"), depression ("depression") with pain, migraine ("migraines"), menstrual disorder ("extreme menstrual changes / abnormal cycles"), allergy to metals ("allergic to nickel or any other component of essure/hypersensitivity reaction to nickel or any other component of essure"), asthma (seriousness criterion hospitalization), joint swelling ("joint swelling"), gastric disorder ("stomach issues nos"), tooth fracture ("all my teeth have broke"), dental caries ("all my teeth have decayed"), arthralgia ("joint pain/ joints all over my body flare up, had pain which get to har knees while walking"), alopecia ("hair has fallen out"), asthenia ("I lack energy"), abdominal mass ("abdominal lumps"), feeling abnormal("brain fog") and neuralgia ("nerve pain"). The patient was treated with vitamin b12 nos, nsaid's, surgery (hysterectomy). Essure was removed in (B)(6) 2016. At the time of the report, the fallopian tube perforation, ovarian perforation, genital haemorrhage, limb operation, dyspepsia, hair disorder, fatigue, depression, migraine, menstrual disorder, allergy to metals, joint swelling, gastric disorder, tooth fracture, dental caries, arthralgia and asthenia had not resolved, the tooth disorder had resolved, the asthma, abdominal mass and neuralgia outcome was unknown and the alopecia was resolving. The reporter considered abdominal mass, allergy to metals, alopecia, asthenia, asthma, dental caries, depression, dyspepsia, fallopian tube perforation, fatigue, genital haemorrhage, hair disorder, limb operation, menstrual disorder, neuralgia, ovarian perforation, tooth disorder and tooth fracture to be related to essure. The reporter provided no causality assessment for arthralgia, gastric disorder, joint swelling and migraine with essure. The reporter commented: she was not sought medical treatment for brain fog, depression migraines. She had not retained essure or any portion of it. She advised complications from your essure removal procedure. Diagnostic results: on essure confirmation test: 3-4 months after implant, ultrasound or MRI. (B)(6) 2010: radiologic exam, spine, thoracic: unremarkable thoracic spine. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further company follow-up with the consumer, regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 29-nov-2017: medical record and plaintiff fact sheet received. Events digestive issues, hand pain, hand surgeries, hair issues, teeth issues, fatigue, brain fog, depression, migraines, heavy bleeding, essure perforation, allergic to nickel, hypersensitivity reaction are added. Historical condition & drug , concomitant condition and drug added. Patient, product & reporter information updated. Essure legal manufacture has changed from bayer healthcare, llc, and milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: FDA-(B)(4)) on (B)(6)2015. The most recent information was received on (B)(6)2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforation (left tube/left ovary)/left tube/left ovary perforation"), ovarian perforation ("essure perforation (left tube/left ovary)"), uterine perforation ("weakly perforated endometrium"), genital haemorrhage ("heavy bleeding/blood clots/heavy bleeding/blood clots"), limb operation ("hand surgery") and asthma ("asthma") in a 27-year-old female patient who had essure (batch no. 58565-invalid, 619696) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 6 (date of birth:(B)(6)1999, (B)(6) 2001, (B)(6)2003, (B)(6)2004, (B)(6)r2007, (B)(6)2009), preterm labor, pre-eclampsia, left lower quadrant pain, ovarian cyst, neck pain, low back pain, paresthesia, ear infection, shortness of breath, rash, myringoplasty in 2008, reflex sympathetic dystrophy and shortness of breath. She denied use of alcohol. * on essure confirmation test: 3-4 months after implant, ultrasound or MRI. (B)(6)2010: radiologic exam, spine, thoracic: unremarkable thoracic spine. In dec-2009, ultrasound was performed for essure confirmation on (B)(6)2015 pathology test revealed, uterus with bilateral fallopian tubes , weakly perforated endometrium with focal superficial adenomyosis, unremarkable cervix, unremarkable right and left fallopian tubes. On (B)(6)2009 hysterosalpingogram revealed, there is no evidence of contrast or filling proximal or distal to the microinserts. There is no evidence of contrast or filling of the fallopian tubes beyond the micro inserts. Both filaments are within 30 mm of the cornua. There is no evidence of free spill of contrast into the peritoneum. Concurrent conditions included carpal tunnel syndrome, fatigue, sinusitis, pain in elbow, nonsmoker, penicillin allergy, drug allergy, hives, patellar tendinitis, synovectomy and adenomyosis. Concomitant products included salbutamol (albuterol) for asthma, medroxyprogesterone acetate (depo provera) since 2009 for contraception as well as prednisone since 2012. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menstrual disorder ("extreme menstrual changes / abnormal cycles/abnormal cycles"). On(B)(6)2009, the patient had essure inserted. In 2011, the patient experienced rash ("rashes") and pruritus ("itchy skin"). In 2012, the patient experienced dyspepsia ("digestive issues/digestive issues"), fatigue ("fatigue/fatigue"), gastric disorder ("stomach issues nos"), arthralgia ("joint pain/ joints all over my body flare up, had pain which get to har knees while walking/joint pain"), abdominal mass ("abdominal lumps/lumps abdominal"), neuralgia ("nerve pain/nerve pain") and myalgia ("muscles pain"). In 2013, the patient experienced depression ("depression/depression") with pain. In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), asthma (seriousness criterion hospitalization), hair disorder ("hair issues"), tooth disorder ("teeth issues/gental issues"), migraine ("migraines/migraine"), allergy to metals ("allergic to nickel or any other component of essure/hypersensitivity reaction to nickel or any other component of essure"), joint swelling ("joint swelling"), tooth fracture ("all my teeth have broke"), dental caries ("all my teeth have decayed"), alopecia ("hair has fallen out/hair loss"), asthenia ("I lack energy"), feeling abnormal ("brain fog/brain fog"), fibromyalgia ("fibromyalgia") and complex regional pain syndrome ("rsd") and underwent limb operation (seriousness criterion medically significant) with pain in extremity. The patient was treated with nsaid's, steroids, vitamin b12 nos and surgery (laparoscopic total hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, ovarian perforation, limb operation, hair disorder, fatigue, depression, allergy to metals, joint swelling, gastric disorder, tooth fracture, dental caries, arthralgia, asthenia, abdominal mass, neuralgia and myalgia had not resolved, the uterine perforation, asthma, rash, pruritus, fibromyalgia and complex regional pain syndrome outcome was unknown, the genital haemorrhage, tooth disorder, migraine and menstrual disorder had resolved and the dyspepsia and alopecia was resolving. The reporter provided no causality assessment for arthralgia, gastric disorder, joint swelling and migraine with essure. The reporter considered abdominal mass, allergy to metals, alopecia, asthenia, asthma, complex regional pain syndrome, dental caries, depression, dyspepsia, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, hair disorder, limb operation, menstrual disorder, myalgia, neuralgia, ovarian perforation, pruritus, rash, tooth disorder, tooth fracture and uterine perforation to be related to essure. The reporter commented: she was not sought medical treatment for brain fog, depression migraines.she had not retained essure or any portion of it.she advised complications from your essure removal procedure. Discrepancy noted in essure implant date (aug-2009 and (B)(6)2011). Essure caused or aggravated any psychiatric and/or psychological condition. Pain in left side has gone away concerning the injuries reported in this case, the following ones were described in patient¿s medical records: perforation of uterine, pelvic pain, back pain, further company follow-up with the consumer, regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Events per pfs: rashes, itchy skin, muscles pain, fibromyalgia and rsd were added. Essure removal date was updated. Outcome of the events were added. Additional lot number received. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.